Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2008. It was reported that the patient's ipg was visible during a routine follow-up examination. There was a small open area at the right upper border of the ipg. The doctor removed the patient's entire system and the patient had been treated with IV antibiotics. The patient requests to be re-implanted. No further information is available at this time.